Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 108 mg/dl, and the meter bg reading was 361 mg/dl. Subsequently, the customer went to the emergency room (ER). No additional information was able to be obtained regarding the ER visit. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available. Multiple attempts were made by technical support to obtain additional information; however, the customer did not respond.